Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent sensing. A chest x-ray revealed no anomalies. The patient suffered a serious fall in 2010 after which p-wave amplitudes decreased to 0.1 mv.